Manufacturer narrative:
Additional information: b5, d9, d10, g3, h3. D10 concomitant product: en1dr01, ensura dr MRI surescan, (serial # (B)(6)) sigmret, sig power sigmret manual retract tool, (lot # c4j7401x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, there was difficulty retracting to the knife blade, the device locked on the tissue and was unable to be removed. The device was not responding. In one instance, the device had to be cut out of the lung of a drug-eluting stent patient because it could not be opened, even manually. The manual retraction tool used while attempting to operate the powered handle and the reload got bent. The intervention performed to resolve these issues was resection and re-stapling.

Event description:
It was reported that during a procedure, there was difficulty retracting to the knife blade, the device locking on tissue and being unable to be removed and the device not responding. In one instance, the device had to be cut out of the lung of a drug-eluting stent patient because it could not be opened, even manually. The intervention performed to resolve these issues was resection and re-stapling.

Manufacturer narrative:
D10 concomitant products: sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm, (lot #unknown); sigphandle, sig power sigphandle handle, (serial #(B)(6)); sigpshell, sig power sigpshell control shell, (lot #unknown); sigrig, sig power sigrig reuse insertion guide, (lot #c4g7401x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.